Event description:
Provider alleged right side leg rest is now broken at a weld on the right side. End user does have braces on both legs and are extended out all day. Not sure if weight or physical damage.